Event description:
The surgeon has used the surgiguide product. A pt specific surgical guide, to place 6 dental implants. Due to a wrong type of report, the doctor has used longer drills than foreseen, and drilled as such too deep into the pt bone, perforating the alveolar canal of the pt.

Manufacturer narrative:
Preliminary investigation reveals that the design and depth indications during design were correct. However, the accompanying pt specific report indicating the length of drills needed for the surgery contained incorrect info. Quality control has not revealed this error prior to surgery. The error was a human error; an incorrect type of report during the process. Possible determination of the problem could have been possible by simulating the surgery on the stone model of the pt jaw. Such a verification was however, not performed by the customer.